Event description:
It was reported that the insulin pump had an unresponsive esc button after it had been exposed to moisture. The blood glucose reading was 181 mg/dl. The customer stated that she had placed the insulin pump face down in water unknowingly. She observed fluid under the display screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corner and cracked reservoir tube lip. No moisture damage on electronic assembly.